Event description:
Reporter indicated a vns wand was not communicating and producing "fault" messages. The wand was returned for analysis. Analysis of the wand identified intermittent conductors in the data serial cable which likely caused the communication errors. When a known good bench serial cable was substituted, the wand performed according to specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.